Manufacturer narrative:
Product ID: 8709, lot# j0056602r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was reported the pump was explanted due to an infection of the device pocket. A culture was taken from the device pocket. The results were unknown at the time of this report. There was no alleged product issue. The pump was used to deliver morphine.